Event description:
The information received from the field states that the physician felt resistance when inserting the guidewire. When attempting to remove the cto catheter it could not be removed from the patient without removing the guidewire as a unit.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.